Event description:
The service report shows that while performing the service final test, the device failed the outlet valve test. The service technician verified the leak, inspected the device and replaced the outlet valve leaf. The unit passed extended testing. This report is not an admission by MFR that this device caused or contributed to the event alleged in this report.